Manufacturer narrative:
Received 1 used foley catheter for evaluation. The reported event was confirmed with an unknown cause. The visual inspection noted an irregular balloon burst. No pieces of the sac were missing. Per the functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The following results were found during the dimensional evaluation: eye snip length: 3/32¿, inflation lumen coverage: 11 thou, balloon thickness: 20 thou, burst initiated from bottom collar of sac: 2cm. Per the tactile evaluation, the balloon thickness measured 20 thou. In addition, the edges of the burst area were not brittle. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the balloon burst while in situ. The patient felt a pop and discomfort while the catheter was in situ.

Manufacturer narrative:
The device was not returned for evaluation. The product and lot number are unknown; therefore, the device history record and labeling could not be reviewed. Although the product family is unknown, the latex catheter product IFU's are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon burst while in situ.